Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation was notified that during the procedural setup and while the patient was under anesthesia in the operating room, the aquabeam robotic system's console displayed the error message 'e03, console error.' Despite attempts to reboot the console, the error message could not be cleared. As a result of this issue, the treating surgeon made the decision to abort the procedure. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam console was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam console without success. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for ab2000-e/serial number (B)(6) and aquabeam console/lot number 23c11318 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual sj-um0101-00, us, baytech, rev. C, was reviewed. Table 5 lists system detected errors and faults. E02 - console error release foot pedal and click x. If error persists, turn off and turn on console. E03 - console error release foot pedal and click x. If error persists, turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.